Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she now has a battery out limit alarm. Customer tried to reset it with a new battery and it quit alarming. Customer had the pump in her pocket when she received the button error alarm. Customer mentioned that she has not had insulin since noon. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. The insulin pump alarmed button error after boot up and an intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.